Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardiac monitor exhibited a pause episode that appeared to be due to undersensing. No intervention was performed and the patient would continued to be monitored.